Event description:
The tlc55 was used during a closure of an enterocutaneous fistula. The device was fired twice and worked fine. The surgeon was doing a functional end-to-end anastomosis and on the third firing, the device stapled but did not cut. The staple line was resected out and the surgeon hand sewed the anastomosis. The pt lost 3 inches of bowel. The hosp is holding the device. The rep dry fired the device and stated the knife blade moved forward when he fired it. There was no consequence to the pt.

Manufacturer narrative:
Unavailable device was not returned for eval.